Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The international journal of lower extremity wounds (2017) published ¿treating giant congenital nevus with integra dermal regeneration template in a (B)(6)-year-old girl¿. This is a case report of a (B)(6)-year-old girl with a giant congenital nevus overlying the whole circumference of the right lower leg and foot. A total excision was done and she was successfully treated with idrt. After 3 weeks, a small defect was left behind above the lateral malleolus and the wound was treated with silver wound dressings for another 6 weeks with a complete healing afterwards.

Manufacturer narrative:
Investigation completed on 16feb2018. No product lot number is provided so a DHR review could not be conducted. All product is released based on passing of all in process and finished goods criteria. This includes ensuring that sterile product gets to the customer. The incomplete takeoff reported is likely related to the procedure and not idrt.